Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Based on the inspection results by olympus europa se & co. Kg (oekg), olympus medical systems corp. (Omsc) assumed that the reported event was caused by the defect of the printed circuit board due to followings; aged deterioration due to long-term use effect of dust accumulated inside the device if significant additional information is received, this report will be supplemented.

Manufacturer narrative:
A customer reported that this device was loosely connected during a preparation for use. The device inspection by (B)(4) also found followings; due to a defect in the printed circuit board, the phenomenon that the image was not displayed occurred. (B)(4) has decided that this board needs to be replaced. There was dust inside the device. The camera head could not be removed from the device. Moisture residue was detected on the seal. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) and found that no endoscopic image was shown. This device was used in combination with a camera head. There was no report of patient injury associated with this event.